Manufacturer narrative:
H6: the event was reported to ventec by the patient's caregiver, his mother. As a result, section e1, first/last name reflects her initials, e1 establishment name is "n/a" and section e1, address, city, phone number and email address will be left blank. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A caregiver contacted ventec directly to report that she believes there is an issue with her son's device because he still has "carbon buildup in his body." The caregiver did not make a specific allegation of a device malfunction. She advised that her son has had to go to the ICU several times because of the "carbon buildup in his body." She further stated that she would be contacting ems again. No further details about the patient or the event were provided.